Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient experienced a wearable failure after which they experienced a hypoglycemic event. The day of the event the patient woke up at 05:00 am and the cgm device alerted that the sensor failed. One hour after the patient experienced severe symptoms of hypoglycemia and could not move or blink, and started to foam out of their mouth. The husband called an ambulance and when a fingerstick was taken the blood glucose reading was 25 mg/dl. The patient received intravenous treatment with a d50 solution. The patient was not brought to the hospital by the paramedics, but as the paramedics strongly advised her to visit one, they went by themselves at 09:00am. At the hospital the blood glucose readings stabilized, and the patient was discharged after 6 hours. No additional treatment was given. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.